Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm, prime/fill, lost setting after change battery or rewind anomaly noted during testing.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump will shoots insulin during priming and random unexplained no delivery alarm. The customer¿s blood glucose was unknown at the time of incident. The customer also report that the insulin pump had gotten slower and insulin pump lost settings during battery change. The insulin pump will not be returned for analysis.